Event description:
During a cystourethroscopy, it was noted that the flow pump was connected in reverse.air was infused into patient's bladder, but it was corrected immediately.surgeon noted a 1" rent in the posterior bladder wall.